Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter, and a thrombus issue occurred. It was reported that the catheter was damaged. At the end of the procedure, they removed the probe from the patient. A thrombus was observed at an irrigation hole at the tip of the probe. The catheter was previously purged and there was good irrigation during the procedure. No change of the probe was required. The procedure was completed without patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Per the thrombus observed at the tip of the probe, we have assessed this event as reportable.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/5/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter, and thrombus was observed. It was reported that the catheter was damaged. At the end of the procedure, they removed the probe from the patient. A thrombus was observed at an irrigation hole at the tip of the probe. The catheter was previously purged and there was good irrigation during the procedure. No change of the probe was required. The procedure was completed without patient consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the reported condition, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Catheter was found within specifications; however the root cause of the thrombus remains unknown.